Event description:
It was reported to philips that device not turning on. The is connected to a startup issue related to a allura xper fd10/10. There was no reported patient or user harm.

Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(6) and is related to and occurred prior to (c&r#: 3003768277-12/28/2023-012-c).